Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 18.8 cm to 19.2 cm from the distal tip.